Manufacturer narrative:
(B)(4). The report of a severed juncture hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal end of the juncture hub was severed. Product r & d was consulted and no evidence of a manufacturing issue was observed with the returned device. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. A review of complaints for the reported finished good over the past four years did not reveal any similar reports. Based on the customer report, the sample received, and the comments from r & d, the root cause cannot be determined as it is unknown the circumstances of use in the field. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the catheter snapped off after insertion. Separation was recognized at the hub after noticing a lot of blood on patient. After recognizing this it was recognized and removed from the patient and replaced with a new catheter." Additional information reports there was a negligible amount of blood loss. No patient harm or injury. The patient's current condition is reported as "fine".